Event description:
A patient symptom form was received back from customer in regards to a patient that seems to be having a reaction to a few crowns (on #s 7,9,10) and a veneer (# 8). Since their placement, the patient has been complaining of constant lip pain, lip swelling, lack of taste on roof of mouth and speech problems. Also, there appears to be a callous formation on her lip where the crowns and veneer are. Readjustment was attempted 21 different times. #7 and 8 were removed and sent back to colonial dental lab for adjustment and re-glazing. #9 was removed and replaced, and #8 was adjusted chairside. Patient was referred to a couple specialists (prosthodontist and allergist), but did not follow up with them.